Event description:
It was reported that during PICC insertion in radiology, the swg became stuck in the needle placed in the patient's right basilica. Trying to remove the swg resulted in the unraveling of the wire. As a result, both the swg and needle were together removed, and a new cook swg was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the patient. Additional information indicates that during the insertion the clinician was not in the vessel, but was subcutaneous with the insertion. The patient's arm was checked for wire fragments with ultrasound.

Manufacturer narrative:
(B)(4).